Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the device was said to be defective. The device was not able to fire. New handle was used to resolve the issue. There was no patient involvement.